Manufacturer narrative:
(B)(4). Evaluation conclusion: failure to follow instructions (using a damaged device) the device was returned for analysis. The event was confirmed; a gap was observed between the edge of the graft cover and tapered tip. The root cause of the event could not be conclusively determined. The amount of gap observed by the physician when removed from the packaging is unknown; however, a 0.5mm gap is within manufacturing specification.

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a 5.5 in diameter abdominal aortic aneurysm. The physician noted that the nose cone of the delivery system looked irregular compared to what he was accustomed to seeing. The rubber tip appeared to have separated from the sheath and a gap was present. This gap could potentially cause the sheath to catch on an irregular surface in the vessel and cause damage. The physician decided to try and push the pieces together. It appeared to have worked. The physician attempted to insert the limb into the vessel. During the insertion of the limb, it felt like it was caught and was not entering smoothly as it usually does. The device was removed as a precaution before it was deployed, and packaged to be sent back for inspection. An endurant 16x13x124 was inserted in its place without incident. The rest of the case went as planned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.